Event description:
It was reported that the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) received two shocks that were non-isolated due to supraventricular tachycardia (svt) in which the shock therapy did convert the arrythmia. There were no observations of oversensing. The device is working as programmed. No additional adverse patient effects were reported.